Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens, -04.00 diopter, tore/broke during injection/delivery into the eye. There was no report of any apparent injury.

Manufacturer narrative:
(B)(4).